Event description:
Per the patient, the patient experienced an infection (staph aureus) at the implant site that was treated with oral and topical antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.